Event description:
A customer reported that their pump displayed an altitude alarm 21. The customer's blood glucose level did not exceed 500 mg/dl, indicating no severe impact on their health. To resolve the issue, the customer was provided with a replacement pump from customer technical support, which included updated software and training available in their tandem source account. Customer was informed about necessary steps for receiving the replacement and advised on returning the faulty pump using a pre-paid label. Customer acknowledged understanding of all instructions given.